Manufacturer narrative:
Neither the device nor photographic evidence was provided. Therefore, the reported event can not be verified. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 1 report, regarding 1 device, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: inspect instruments prior to use to ensure they are in good physical condition and function properly. There should be no loose, broken or misaligned parts. Exercise care in the use of these devices to minimize side or bending loads. Do not use excessive force on instruments to avoid damage or breakage during use. Avoid unintended contact with other surgical instruments during use to prevent damage or breakage. Inspect instruments after use to ensure they have not been damaged. Avoid lateral loading while inserting y-knot anchors. Maintain proper alignment during insertion of anchors and disengagement of drivers. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, y1802, flex 1.8 mm all-suture anchor w/2 #2 (5 metric) hi-fi suture was being used on (B)(6) 2025 and "after opening the package and preparing to enter the bone passage, when the handle was tapped, the small teeth at the front end broke, making this consumable unusable. It is now sent back to the after-sales center in beijing¿. There was no impact or injury to the patient. Per further assessment it was reported that the "small teeth" were "part of inserter". The fragments fell into the surgical site and were removed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
The device is not expected to be returned for evaluation and review. However, the complaint investigation is not complete at this time. A supplemental and final report will be filed following the completion of the complaint investigation. We will continue to monitor per regulatory requirements to help ensure patient safety.

Event description:
The customer reported that the device, y1802, flex 1.8 mm all-suture anchor w/2 #2 (5 metric) hi-fi suture was being used on (B)(6) 2025 and ". After opening the package and preparing to enter the bone passage, when the handle was tapped, the small teeth at the front end broke, making this consumable unusable. It is now sent back to the after-sales center in beijing¿. There was no impact or injury to the patient. Per further assessment it was reported that the "small teeth" were ".part of inserter". The fragments fell into the surgical site and were removed. This report is being raised due to the reported malfunction with potential for injury upon reoccurrence.